Event description:
It was reported when using the paxgene® blood ccfdna tube customer has found black spots inside the tube. This event occurred 78 times. The following information was provided by the initial reporter. The customer stated: ¿the customer¿s complaint is that black spots were found inside/onto several tubes. If these black spots onto the tubes have any effect on measurements, bdj is required to perform a 100% inspection on the products from about 30 cartons the customer has in stock."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 07-jun-2022. H6: investigation summary: bd received 78 samples and 7 photographs in support of this complaint. An evaluation of both the samples and photos was conducted and the customer's indicated failure mode of embedded foreign matter was observed. Additionally, 100 retention samples from the bd inventory were evaluated and the issue of embedded foreign matter was not observed. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the paxgene® blood ccfdna tube customer has found black spots inside the tube. This event occurred 78 times. The following information was provided by the initial reporter. The customer stated: ¿the customer¿s complaint is that black spots were found inside/onto several tubes. If these black spots onto the tubes have any effect on measurements, bdj is required to perform a 100% inspection on the products from about 30 cartons the customer has in stock."